Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached suspected premature battery depletion. The device could not be interrogated and there was no sound even when tried with a magnet. Another programmer was tried with no success. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Li -plating breach was found along the top edge of the anode separator adjacent to the cathode tab. This internal short caused the battery depletion and inability to interrogate device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.